Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during drain 1 of 3 on the home choice (hc) . The home patient (hp) had disconnected during dwell without pressing stop and reconnected after alarm occurred. The technical service representative (tsr) instructed the hp to close all clamps and disconnect using aseptic technique. The hp cycled the power off/on twice to clear the system errors and to end therapy. The hp would notify the peritoneal dialysis nurse (pdn) and start over with new supplies. During a follow up call with the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the system error 2240 alarm, the home patient (hp) did not follow up with them regarding the alarm. Ps advised the pdn that the hp disconnected during dwell, the homechoice (hc) moved to another cycle, the hc alarmed and the hp reconnected. The pdn would follow up with the hp to discuss proper procedures with her. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in line) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The home patient (hp) had disconnected during dwell without pressing stop and reconnected after alarm occurred. A labeling review found the labeling to be adequate for the use/user error identified in this incident.